Event description:
It was reported that during a da vinci si gynecologic (gyn) procedure, the surgical staff observed arcing from the permanent cautery hook instrument. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4), 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the permanent cautery hook instrument was inspected prior to the surgical procedure and no issues were observed. The surgical staff indicated that a flash was seen on the tip of the instrument during the surgical procedure. After the flash was observed, the surgical staff removed and inspected the instrument. No damage or signs of arcing was found on the instrument. The surgical staff replaced the permanent cautery hook instrument with another instrument and the surgical procedure was completed with no further issues reported. The initial reporter denied that the patient experienced any intra-operative or post-operative complications. She did not know if the instrument was removed at any time during the surgical procedure and before the flash was observed. She also did not know if the instrument collided with any other instruments during the surgical procedure. According to the initial reporter, the site was using an electrosurgical unit (esu) setting of 40. She did not know the esu type or model used during the procedure.